Event description:
Complainant alleged that the device appropriately delivered two discharges of energy to the patient. The device then returned a ¿shock advised¿ determination for a heart rhythm that appeared to be non-shockable. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.